Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap portion of the implant broke. The broken implant was replaced, and the procedure was completed successfully. The broken implant was disposed of by the hospital and was not returned to bsc.